Event description:
It was reported that the needle was blocked. No patient injury reported. Lot number was reported as 3867071; however lot number 3867071 could not be located.

Manufacturer narrative:
The DHR review didn't show any anomaly related to the referenced defect. The visual analysis confirmed that the needle was occluded by an excessive quantity of resin applied in the phin hub. The needle is fixed into the phin hub by a resin that is applied in the phin hub during the assembly process. It is possible that the defect originated as a temporary malfunction at of one of the stations that applies the resin. The needle is occluded. After a complaint trend analysis, no trend was identified for the referenced defect. No corrective action will be implemented at this moment; however, we will monitor the recurrence of this type of defect and if a trend will be identified, a corrective action will be recommended. All justified complaints are discussed during the mrb monthly meeting in order identified potential trend and preventative or corrective action for the product improvement.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08831 is no longer considered reportable, please disregard any MDR reports associated with it.